Event description:
The device was delivering inconsistently, sometime overdelivering and sometimes underdelivering. Amount infused on pump was "never right". There was no illness, injury or medical intervention resulting from the event. One patient involved.